Manufacturer narrative:
Additional information: a1, b3, d10, h6, h10. Additional information received 29-jan-2020 by smiths medical that there was no patient involvement with this pump. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional test were performed, and the pump passed testing. The customer's reported problem regarding delivery accuracy was unable to be duplicated. According to the investigation, three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump, and no fault found.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had under infused. No adverse effects were reported.